Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 2618282-2026-00072 on 07-apr-2026 in order to file against the correct site registration number. B.3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter facility name: (B)(6). . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using an unspecified bd microtainer® map microtube for automated process, clotting is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.